Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter alleged that the display was difficult to read in bright light. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 10/03/2013 with the following findings: during testing, the display screen was found to be dim/faded, discolored and difficult to read. A test screen was inserted and was found to function properly with no signs of fading or discoloration of text. The display lens was found to be heavily scratched and obstructed the screen. Unrelated to the complaint, evaluation revealed that the keypad button symbols were found to be worn off; however, there was no peeling or damage observed to the keypad cover. During testing, the contrast keypad button was found to be intermittently unresponsive, which has no effect on insulin delivery function; all other keypad buttons responded appropriately. There was evidence of contamination found under all key contacts. Also unrelated to the complaint, evaluation revealed a crack in the battery compartment extending from the finger pad to the primary seal. There was no evidence of moisture damage in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.